Event description:
The clinician reports the implant was inserted on (B)(6) 2015 in ada 27. On (B)(6) 2022, fracture of the implant was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.